Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a " tidal volume high - 2072" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. It was reported that the ventilator delivered tidal volumes in excess of 3000ml. Device log review identified a relevant case on (B)(6) 2026 during which multiple high tidal volume events were recorded. Investigation of the device data determined that the elevated tidal volume measurements were associated with patient/circuit related conditions, including potential leaks, circuit issues, asynchronous breathing, improper masks fit, or incompatible patient settings. Functional testing and troubleshooting performed with a known good test setup did not reproduce the reported condition, no inappropriate high tidal volume area alarms were observed and internal inspection found no device abnormalities the device passed all functional testing and met specifications. Based on the available evidence the reported condition was attributed to factors observed in the device data.the device was certified for clinical use. Analysis for reports of this type has not identified an increase in trend.